Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report # 1627487-2010-01975 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. It was reported that the patient lost stimulation. On (B)(6) 2010, the sales representative met with the patient and observed invalid impedance on all contacts. On (B)(6) 2010, the patient reported that the device turned off by itself and shocked her. As of (B)(6) 2010, the patient is currently searching for a doctor to replace the lead.